Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose of 45mg/dl and treated with glucose tablets. The customer indicated that the meter information does not go to the pump. Troubleshooting explained how to relink the meter and how to calibrate. Customer also indicated that their blood glucose went low after a bolus and customer was advised on how to use the bolus wizard. There was no further information provided by the customer or troubleshooting and no further low blood glucose troubleshooting was performed.